Event description:
It was reported that a cartridge change error occurred. There was no information regarding the impact on the customer's blood glucose level. The issue was resolved after the customer followed on-screen instructions and successfully used a new cartridge with proper loading techniques.